Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual and functional inspections were performed on the returned device. The premature/partial deployment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulties were likely due to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the right superficial femoral artery that was stenosed. When the absolute pro vascular 8.0/80 mm self-expanding stent system was placed in the correct location and the catheter pulled back, the stent partially deployed (flowered), even before the handle was unlocked; however, it was safely removed without issue. Another same size absolute pro vascular was used to complete the procedure. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.